Manufacturer narrative:
No available contact info. DHR review could not be conducted as there was no lot number available. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the defect reported and a corrective action for it.

Event description:
The event reported as: sudden in-hosp post-operative bleeding death following a nephrectomy. This complaint was found upon review of (B)(6) 2013 FDA maude report, which is checked monthly to make sure we have complaints matching description of events. To date we have no matching complaints in our database and have no way to obtain contact info.